Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to lead migration. The patient underwent a lead revision procedure wherein the paddle lead was repositioned. The patient was doing well postoperatively. Nothing was removed or added.